Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg had a staphylococcus epidermidis infection and it moved superficially in the pocket site. It was noted that the patient had a symptom of pain at the pocket site and the ipg was showing clearly through the skin. The physician did not suspect that the infection was device related. The patient was placed on antibiotics and underwent an ipg replacement procedure. The patient was doing well postoperatively.